Event description:
Surgeon reported a suspected apex stem failure (small pin failure). Initial surgery was on (B)(6) 2001 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for examination; therefore, omni could not confirm the lot numbers of the product reported. Lot numbers of the implanted products were not recorded on the invoice for the original implant surgery, so all lot records of the product released at the time of the surgery were reviewed. There were two lots of the modular stems released at the time of the original surgery, lot number: 064 and 102. One lot was accepted on a deviation request that was unrelated to the pin assembly of the modular stem. The second lot was accepted no deviations. Pin shear is a known issue, see attached technical report. There have been no pin failures due to pin shear since the redesign in june 2004.